Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet system, with alerts sounding on the device but not perceived as loud enough despite maximum volume; the caregiver was assisted in setting up the bionic circle app to enable phone-based alerts and reviewed alert features and adjustments. Symptoms included feeling sick during the hypoglycemic episode. Outcomes included a lowest recorded glucose of 62 mg/dl, approximately 45 minutes under 70 mg/dl, and successful correction with oral carbohydrates without the need for medical intervention or third-party assistance. Investigation included remote troubleshooting and user education on alert pathways and volume management, including enabling caregiver visibility and notifications via the companion app. Investigation of this case revealed low glucose of unclear cause, with device low and urgent low alerts functioning but perceived as insufficiently audible for the user environment, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.